Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00536. The patient had 2 leads (from the same lot) implanted. It was reported an infection was suspected and as a precaution, the patient's axium neurostimulator system was explanted. Cultures were taken and the results were negative. Additional information indicated the issue is resolved and the patient has been implanted with a replacement system.